Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned in its original packaging and jar filled with clear solution. All leaflets were flexible and intact. All leaflets were in the closed position with a slight gap between leaflets 2 and 3. Remnant bloody host tissue was observed on commissure 1-3 and, to a lesser extent, on commissures 1-2 and 2-3. All commissures were intact. There was no evidence of distortion or damages on the frame. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded without issues. The valve was positioned in the patient and severe paravalvular leak (pvl) was observed. The valve was recaptured three times due to the low implant positon, and was retrieved from the patient to be reloaded with a new delivery catheter system (dcs). When the valve was removed to re-load onto a second dcs, thrombus was observed on the pericardium commissures. Heparin was administered during the procedure. The patient's act (activated clotting time) levels were monitored every 30 seconds and were greater than 280 sec. The new valve and delivery catheter system (dcs) was successfully implanted. No adverse patient effects were reported.